Event description:
Within 8 mos of implantation pt awoke with "whole body on fire." Diagnosed with rheumatoid arthritis and sjogren's syndrome. Pt has dry eyes, dry mouth, vaginal dryness, deformed joints, possible rheumatoid lung, chronic fatigue, joint pain, bilateral mastectomy because of the polyurethane being disintegrated on left implant. In 1984 pt had implants which encapsulated and then were removed and replaced with these implants.